Event description:
It was reported that, before installing in hospital (customer site), while doing operational test, the ht70 generated an abnormal noise there was no patient involvement at the time of the reported condition.